Event description:
It was reported that the light cable was hot and burned the pt. It was believed by the bio-med that the lightsource unit experienced a shutter malfunction. Further, the staff stated that the cable was not illuminated when the pt was burned. After the procedure, the scope was unplugged from the light cable and the cable was then placed on the pt. When the drape was removed, the burn noticed on the pt. The procedure was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.